Event description:
I had novasure ablation done 2 years ago to help with heavy menstrual periods and abdominal cramps. Not long after having the ablation I started having a lot of bladder complications. Uti symptoms but negative testing for infection. Now periods are back and just as heavy as ever, and cramping is even worse.